Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure (ess205) (batch no. 508016, 621686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included colectomy and anxiety. Concomitant products included alprazolam (xanax), doxycycline, medroxyprogesterone acetate (depo-provera), naproxen sodium (anaprox), sertraline (zoloft) and vicodin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery ((hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and depression outcome was unknown. The reporter considered depression, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, patient details, lab data, product information, concomitant drugs, events- abnormal bleeding (vaginal), menorrhagia, fatigue, depression and essure confirmation test(s) not conducted were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine leiomyoma ("fibroid uterus") in a 49-year-old female patient who had essure (ess205) (batch no. 508016, 621686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included colectomy and anxiety. Concomitant products included estrogens conjugated (premarin) and lorazepam (ativan) for stress, medroxyprogesterone acetate (depo-provera) for vaginal bleeding as well as alprazolam (xanax), doxycycline, naproxen sodium (anaprox), ranitidine hydrochloride (zantac), sertraline (zoloft) and vicodin. In june 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("depression") and anxiety ("increased anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic supracervical hyserectomy with bilateral salpingo-oophorectomy) and surgery (laparoscopic supracervical hyserectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, uterine leiomyoma, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient denied suicidal thoughts diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2007: negative on (B)(6) 2008, surgical pathology report final diagnosis: uterus (114.8 grams), laparoscopic supracervical hysterectomy : - endometrium: atrophic/suppressed pattern. - myometrium: no pathologic diagnosis. Ovary, right, excision: fibrous serosal adhesions. Fallopian tube, right, excision: no pathologic diagnosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters added and updated patient demographics. Concomitant drug was added. Added event psychological or psychiatric problems condition: increased anxiety and fibroid uterus. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 49-year-old female patient who had essure (ess205) (batch no. 508016/ 621686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included colectomy, anxiety, dysfunctional uterine bleeding, pelvic adhesions and depression since 2007. Concomitant products included estrogens conjugated (premarin) and lorazepam (ativan) for stress, medroxyprogesterone acetate (depo-provera) for vaginal bleeding as well as alprazolam (xanax) since 2007, doxycycline, naproxen sodium (anaprox), ranitidine hydrochloride (zantac), sertraline (zoloft) since 2007 and vicodin since 2007. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced uterine leiomyoma ("fibroid uterus"). In 2008, the patient experienced depression ("depression") and anxiety ("increased anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hyserectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, uterine leiomyoma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the fatigue was resolving. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient denied suicidal thoughts. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2007: negative on (B)(6) 2008, surgical pathology report final diagnosis: uterus (114.8 grams), laparoscopic supracervical hysterectomy : - endometrium: atrophic/suppressed pattern. - myometrium: no pathologic diagnosis. Ovary, right, excision: fibrous serosal adhesions. Fallopian tube, right, excision: no pathologic diagnosis. Gross description: specimen labeled and "uterus, right lube and ovary no cervix" is received in formalin and consists of multiple irregular shaped fragments of pink tan myometrium measuring 13.5 x 11 x 5.5 cm in aggregate and weighing 114,8 grams in aggregate . 1-2 sections of serosa 3-4 sections of probable endometrial cavity with attached myometrium also submitted in the same container is a 6.9 gram fragmented ovary with attached fallopian tube. The fragmented ovary measures 3.2 x 2 x 1.1 cm the attached fallopian tube measures 4.5 cm in length 1 cm in diameter. Batch number: 508016 exp date: mar-2007 man date: apr-2005 batch number: 621686 exp date: oct-2008 man date: nov-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet was received. Event- fibroid uterus onset date, concomitant disease were added.& event- fatigue outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and uterine leiomyoma ("fibroid uterus") in a 49-year-old female patient who had essure (ess205) (batch no. 508016/ 621686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included colectomy, anxiety, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included estrogens conjugated (premarin) and lorazepam (ativan) for stress, medroxyprogesterone acetate (depo-provera) for vaginal bleeding as well as alprazolam (xanax), doxycycline, naproxen sodium (anaprox), ranitidine hydrochloride (zantac), sertraline (zoloft) and vicodin. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced depression ("depression") and anxiety ("increased anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic supracervical hyserectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, uterine leiomyoma, vaginal haemorrhage, menorrhagia, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient denied suicidal thoughts. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2007: negative. On (B)(6) 2008, surgical pathology report final diagnosis: uterus (114.8 grams), laparoscopic supracervical hysterectomy : - endometrium: atrophic/suppressed pattern. - myometrium: no pathologic diagnosis. Ovary, right, excision: fibrous serosal adhesions. Fallopian tube, right, excision: no pathologic diagnosis. Gross description: specimen labeled and "uterus, right lube and ovary no cervix" is received in formalin and consists of multiple irregular shaped fragments of pink tan myometrium measuring 13.5 x 11 x 5.5 cm in aggregate and weighing 114,8 grams in aggregate . 1-2 sections of serosa. 3-4 sections of probable endometrial cavity with attached myometrium. Also submitted in the same container is a 6.9 gram fragmented ovary with attached fallopian tube. The fragmented ovary measures 3.2 x 2 x 1.1 cm. The attached fallopian tube measures 4.5 om in length 1 cm in diameter. Batch number: 508016 exp date: mar-2007 man date: apr-2005. Batch number: 621686 exp date: oct-2008 man date: nov-2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.